Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device did not power on and the screen was dark when power switch was set to on. The field service engineer (fse) troubleshot the device and found that the drawer controller for the half height cubie drawer 6.1 in the auxiliary was defective and caused the power supply to enter hiccup mode. The fse replaced the drawer controller for drawer 6.1 to resolve the issue. The station powered up successfully, and functionality was verified through the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary station did not power up, and the screen remained dark when the power switch was set to on. Customer stated that machine was plugged into wall power, but when it was turned on, the screen was black, the scanner was off, and the machine was non-responsive. However, there were no delays or adverse events or injuries reported based on this event.